Manufacturer narrative:
Additional information was added to d9, g1: device manufacturer postal code, h3, h6, and h11: g1: device manufacturer postal code: 738750. Update made to f10/h6: component codes: g04134 added (previously omitted). H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed and no leaks were observed. Functional test, including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of four of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was leak on the cassette tubing that led to this alarm. Renal therapy services (rts) assisted the hp to turn off the machine, close all clamps and disconnect. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.